Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the ss-recon plate fixation was performed to the forearm fracture of the patient at a previous hospital. On an unknown date after fixation, the plate deformed. During a revision on (B)(6) 2012, the cortex screw was found broken down from the head part. The doctor used the instrument for extraction and removed the broken screw from the patient. No fragments remained in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity as well. There is evidence that too large of a mechanical force in a slanting direction may have caused the breakage. This will be treated as an isolated case.